Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. During preparation of a 20 x 2.50mm rebel stent, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.